Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, when the customer was trying to dock, the system faulted. The customer did a power cycle and the system received an error 319 on the cart drive and boom. The error would not clear with an emergency power off (epo). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 319, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced axes controller platform (acp) board, but the error persisted. The fse returned the original board to system and ordered cables. The fse replaced the tap cable to resolve the issue. The system was tested and verified as ready for use. The affected cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.